Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage and cooladvantage+ applicator and coolcore contour and may have developed paradoxical hyperplasia (pah/ph) 19 months after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 04/23/2018. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 04/25//2018.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment on (B)(6) 2021 to the upper and lower abdomen and bilateral anterior and posterior flanks using the cooladvantage plus applicator, cooladvantage applicator, and coolcore contour adapter and presented with paradoxical hyperplasia 19 months post treatment.